Event description:
Hillrom received a report from a hillrom technician stating the head of the bed was dropping. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
The customer initially reported that the head of the bed was dropping. The hrc technician found that the customer input the wrong information when reporting fault with the bed. There was no fault with the backrest motor and the head of the bed was not dropping. This bed fault was with the bed exit alarm not being switched off. The hrc technician reset the bed exit alarm and the bed exit alarm is functioning as designed. Based on this information this complaint is deemed not reportable.

Event description:
Hillrom received a report from a hillrom technician stating the head of the bed was dropping. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).